Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 195 mg/dl. The customer stated that the morning of the phone call they tried delivering a bolus and one of the buttons had to be pressed multiple times before the insulin pump would respond and moved to the next screen. The anomaly started happening again, the customer changed the battery, and the insulin pump froze, the customer replaced the battery, again, and that's when the button error alarm occurred. The discontinuation of the malfunctioning insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).